Manufacturer narrative:
On 7-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and thermocool® smart touch® sf bi-directional navigation catheter, and the physician observed char on the octaray and thermocool smarttouch catheter at the end of the case. The physician deemed the amount of char as excessive. The system did not present any error messages nor did the physician see any product problem during the case but they noted char when catheters were out of the body. The irrigation rate was proper. The ablation time did not exceed 60 seconds. The generator and pump settings and temperature ranges were proper. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed char residues attached to the dome. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. However, a pump and pressure gage test was performed and an occlusion was detected. Since char residues were observed occluding some of the irrigation holes, this failure could be related to the issue reported by the customer; therefore the customer complaint was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf (radiofrequency) current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. A manufacturing record evaluation was performed for the finished device number lot 31174590l and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and thermocool® smart touch® sf bi-directional navigation catheter, and the physician observed char on the octaray and thermocool smarttouch catheter at the end of the case. The physician deemed the amount of char as excessive. The system did not present any error messages nor did the physician see any product problem during the case but they noted char when catheters were out of the body. The irrigation rate was proper. The ablation time did not exceed 60 seconds. The generator and pump settings and temperature ranges were proper. No patient consequences were reported. This report is for the stsf character. Another report has been submitted for the octaray.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).